Event description:
Baxter reported that the transfer set leaked when closed. The leak was noted coming from, "the rim of the white section." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident.